Event description:
Dramatic swelling [swelling]. Dramatic pain [pain]. Knee aspirated [joint effusion]. Case narrative: case was initially submitted via sanofi legacy database and is now being re-distributed to FDA at their request. This case is cross referred with cases: (B)(4) (cluster cases). This unsolicited device case from united states was received on 17-aug-2015 via health authority of united states (us-FDA with regulatory reference number: mw5043900). This case concerns a male patient of unknown age who experienced dramatic swelling and pain and had knee aspirated while receiving treatment with synvisc. No past drug, medical history and concurrent condition was reported. The patient's concomitant medication included meloxicam. On an unknown date in 2015, the patient initiated treatment with intra-articular synvisc injection at a dose of 2 ml every week (indication, and expiry date: not provided; batch/lot number: 4rsd007). On (B)(6) 2015 (in last 2 weeks), the patient experienced dramatic pain swelling reaction after the first synvisc injection. The same day, the patient had his knee aspirated and the fluid was tested and cultured. The culture was negative except for inflammation markers. It was reported that further treatment with synvisc injection was stopped. On unknown dates in 2015, (in 2- 3 weeks), the patient recovered from the events of swelling and pain. Action taken: permanently discontinued. Corrective treatment: not reported for all the events. Outcome: unknown for knee aspirated. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criteria: medically significant for all the events. Pharmacovigilance comment: sanofi company comment dated 24-aug-2015: this case concerns a patient who experienced dramatic pain and swelling post synvisc injection. As the event product temporal relationship is not provided, the device cannot be completely indicated for the causation of the event. Lack of detailed information regarding event details, medical history, underlying disease and other concomitant medications makes the complete medical assessment of the case difficult.